Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, scope communication error e226 was consistently displayed due to a malfunction in both the rx (receiver) and txrx (transmitter and receiver) modules, and no image was displayed due to a faulty sp2 (printed circuit board board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for a separate issue. During device evaluation, no image was observed, and scope communication error e226 was consistently displayed due to a malfunction in both the rx (receiver) and txrx (transmitter and receiver) modules. The service repair technician indicated that the most likely cause of the complaint was traced to component failure. There was no patient involvement.